Event description:
It was reported via ablation clinical trial (B)(6) the patient experienced pain - abdominal. The relationship to study device is unlikely and the relationship to primary study procedure is probable. The patient was treated with drug therapy and the issue has resolved.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: does the surgeon believe there was any device issue, malfunction or deficiency that caused or contributed to the abdominal pain? No. Was there any device handling issue during the ablation? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: severity value "severe" has been changed to "mild". Required in-patient hospitalization or prolongation of existing hospitalization value "yes" has been changed to "no". Admission date value "(B)(6)2022" has been changed to "" is the adverse event serious? (If yes, check all that apply) value "yes" has been changed to "no". Discharge date value "(B)(6) 2022" has been changed to "" if the event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Value "yes" has been changed to "n/a". Relationship to study device value "unlikely" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.